Event description:
Additional information received reported that a demonstration charger was being used to charge the implantable neurostimulator (ins) before implant when the power-on-reset message appeared. The ins was checked with an 8840 programmer and nothing was found to be wrong. The ins was implanted and there were no issues. It was reported that everything had checked out fine.

Manufacturer narrative:
.

Event description:
It was reported that a power-on-reset condition appeared prior to implant. Additional information has been requested, but was not available as of the date of this report.